Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the alarm history and black box showed call service 088 watchdog alarm. Unrelated to the original complaint the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. No call service 088 alarms occurred during the investigation. The call service 088 alarm was unable to be duplicated. The pump¿s cover was removed to find moisture corrosion to the watchdog chip and the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.